Manufacturer narrative:
Additional information: based on the currently available information, a problem with the active electrode is suspected, most likely caused by an external mechanical impact. However, to determine an exact root cause an investigation at the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
Device failure was observed during the first fitting. As per the parents, patient did not had any head trauma but he had a normal trauma like any child. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device failure during the first fitting. A head trauma was denied by parents, but seems likely. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition one channel was found extra-cochlea at explantation due to a post-operative migration of the active electrode out of cochlea. A full insertion was reported at implantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was initially reported in (B)(6) of 2017 that device failure was observed during the first fitting. As per the parents, a normal hit to the head as would be experienced by any child could not be ruled out. The recipient has been re-implanted on (B)(6) 2019.